Manufacturer narrative:
Approximate age of device ¿ 0 days (the day of implant). The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the pump was running ok soon after implant, while the chest was open. After some time, the pump was running continuously at the lower speed limit. A transesophageal echocardiogram (tee) suggested good right ventricular function. No rhythm disturbances and no left ventricular suctions were noted. The pump speed was changed. But the pump was found running at the lower speed limit. An unspecified time later, low pump flow was observed and the system monitor became blank. The left ventricle became distended. On the system controller, the pump running led was black and the pump stopped running. It was reconfirmed that the power module was getting power. The system controller was changed. The system monitor showed not receiving data. The power module patient cable was changed, and the pump started. It was reported that the issues were caused by a faulty 14v power module patient cable. There have been no further issues on the new patient cable. The patient is mobile in the hospital. No additional information was provided.

Manufacturer narrative:
Event description, device manufacture date: additional information. Manufacturer investigation conclusion: the report of pump stop/low flow events was confirmed from the evaluation of the collected log file. The log file collected from the returned system controller contained approximately 1.5 hours of data according to the time stamps. The stored patient speed was set between 3,000 and 5,800 rpm and the low speed limit was set between 4,000 and 5,400 rpm. The log file captured multiple events where that the pump was running below the low speed limits associated with low speed advisory events. The log file also captured multiple pump stop events associated with pump stop and low speed hazard active flags. Throughout the log file low flow hazard alarms were captured due to the calculated flow being below the 2.5 lpm alarm threshold; the calculated flow ranged from 0.0 to 4.0 lpm. It was noted that the clock was not set for the majority of the log file due to the backup battery uninstalled active flags. Analysis of the log file, cannot correlate a relationship between the 14v patient cable and captured events. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 5 of the heartmate 3 patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including low flow hazard alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Per customer information, the patient cable caused a ¿not receiving data¿ message on the system monitor. As it was reported, the patient cable was exchanged and advised not to use malfunctioned patient cable. Per information received it was clarified that all reported issues were caused by the faulty 14v power module patient cable. There have been no further issues reported since patient cable exchange. Per additional information, the 14v power module patient cable would not be returned for evaluation due to logistic reasons. As a result, the root cause of the reported issues can not be determined nor correlated to a device related issue.